Event description:
Per the clinic, the patient experienced an infection (site of infection not confirmed) and cholesteatoma. The patient was hospitalized and treated with IV antibiotics in 2019 and oral antibiotics in 2020 (specific date and duration not reported). The patient underwent a revision surgery on (B)(6) 2019 for a cholesteatoma removal and blind sac closure, and a second revision surgery on (B)(6) 2020 for a mastoid cavity drainage and washout. The device was explanted on (B)(6) 2020 and the patient was reimplanted with a new device on (B)(6) 2021.